Event description:
Some of the segments are missing "some of the time". While on the phone a review of the system was conducted. The customer was able to get the system to display segments by running a control solution. However, a portion of the "tens" unit was missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided. No serious injury or death occurred.